Event description:
The device was being used to traverse a long total occlusion in the abdominal aorta just below the inferior messenteric artery. The catheter was used to dig through the occluson when two segments broke off. The first segment was wedged sub-intimally into the occlusion and the second ended up in a costal cervical branch artery. No attempt was made to retrieve the separated segments.